Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and it was noted that the sensing was not fully optimized. Technical services was consulted and explained with single zone programming, the reference subcutaneous electrogram (s-ECG) template is not being applied. Additionally, the presenting s-ECG and event morphologies are identical, so does not appear to be a rate morphology change. Consider reviewing other vectors. Discussed the process of acquiring reference s-ECG and manual set-up vs. Auto set-up. Additional information received indicates that the patient received several inappropriate electric shocks due to oversensing. Troubleshooting options were discussed and recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Surgical intervention performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and it was noted that the sensing was not fully optimized. Technical services was consulted and explained with single zone programming, the reference subcutaneous electrogram (s-ECG) template is not being applied. Additionally, the presenting s-ECG and event morphologies are identical, so does not appear to be a rate morphology change. Consider reviewing other vectors. Discussed the process of acquiring reference s-ECG and manual set-up vs. Auto set-up. Additional information received indicates that the patient received several inappropriate electric shocks due to oversensing. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.